Event description:
It was reported that the patient's implantable neurostimulator (ins) was working "fine" and when the "posture sensing" was turned on, things started going "sideways" for the patient. It was noted that the ins didn't perform like it did before "posture sensing" was being used and was a little more difficult for the patient. It was reported that something was being adjusted at the clinic on (B)(6) 2013 and it was extremely painful for the patient. It was noted that it felt like someone reached up and "grabbed his heart". It was reported that the company representative was thought to have turned the stimulation up high, causing the patient this discomfort. It was noted that the patient had a burning sensation in his back when the stimulation was off. It was reported that the stimulation was off at the time of the call and the health care provider told the patient to talk over having an explant. It was noted that 5 of his leads were broken and those are the ones that he needs.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the patient had a loss of stimulation and open/high impedances. The patient had open circuits after implantation. There was positioning difficulty with the lead. It was noted that there were signs of infection which had resulted in explant. The device was used within the patient. There was no patient death or injury. Patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomalies. It was noted that the ins was functionally okay with insignificant anomalies. Analysis of the lead serial number (B)(4) found that the proximal end connector was not completely seated in the ins connector port. Analysis of the lead serial number (B)(4) found that the lead body conductor was broken (overstressed/damaged).

Manufacturer narrative:
Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (b)(60 2013, product type: lead. (B)(4).

Event description:
The company representative clarified on (B)(6) 2014 that at the patient's scheduled revision on december 2nd for impedance issues, the entire device system was explanted on that day due to the patient having an infection. The doctor and patient both wanted to see why there was an impedance issue, so the device was going to be returned to the device manufacturer for analysis to be performed. It was noted that the leads potentially could have been mishandled during surgical implant of product with excessive force on the lead wires.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported the cause of the event was the infection and broken lead. It was noted that there was no impedance in one lead and low impedance in the other. Explant had occurred on (B)(6) 2013. Reprogramming was done multiple times. The patient had required hospitalization due to the event. The patient outcome was serious injury/illness that was ongoing.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.